Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was looking for a physician to remove the stimulator they had placed almost two years prior to the report. The stimulator hadn¿t been beneficial to the patient¿s health. Additional information from the consumer on november 7th reported on top of the pacemaker not helping their symptoms, they did find a surgeon who would be removing the device. The patient noted they just had the settings checked and the battery checked, and the battery was already completely dead, and they had not even had the device 2 years. The patient noted the device as wasn¿t on the fullest settings the whole time either. The patient noted they thought the company needed to a major recall and come up with a plan to make them last longer because it caused unnecessary surgeries just to replace the battery that was supposed to be lasting longer. There were no further complications that have been reported as a result of this event.